Event description:
Additional information was received from an hcp on 2019-sep-20. The patient's weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving prialt (ziconotide) 25 mcg/ml for a total dose of 4 mcg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen at initial interrogation and the patient recently had a magnetic resonance imaging (MRI). It was noted the patient had a brain MRI on (B)(6) 2019 and did not have the pump checked post-MRI. It was noted the MRI was not done due to a suspected problem with device or therapy. The hcp read the logs and a motor stall recovery had not occurred. It was noted it had been more than 2 hours since the patient exited the MRI field. Telemetry state and re-interrogating pump with logs was discussed/reviewed. It was noted that interrogation of the pump resulted in a recovery on 2019-aug-30. It was noted that the hcp stated they were performing a refill on (B)(6) 2019 and they planned to check the actual volume versus the expected volume to confirm the patient as another confirmation that the patient was in telemetry state. The new dose and concentration of the prialt was 25 mcg/ml for a total dose of 4.4 mcg/day. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.